Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that during use the endotracheal tube had a cuff inflation/deflation issue of leakage. The tube was replaced. The customer reported that there was no patient injury.

Manufacturer narrative:
The failure mode inflation line leak was confirmed in the received sample. The device history record (DHR) was reviewed and no discrepancies were found. Measurements and functional testing performed on the sample confirmed it to be within specifications. The failure would have been detected during the 100% inflation/ deflation test, therefore, the failure mode is not confirmed as related with the manufacturing process. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the endotracheal tube had a cuff inflation/deflation issue of leakage. The customer reported that there was no patient injury.